Event description:
The info received from this post-market surveillance case indicated that the male pt was admitted with an 80% stenosis in the left internal carotid artery. There was no calcification or vessel tortuosity. The lesion was pre-dilated with a 3.5mm balloon at 7atm. A precise stent was placed and an angioguard xp's was used successfully. The stent was post-dilated with an amiia balloon at 10atm. After the stent was placed in the target lesion, the pt's blood pressure dropped during the procedure. The blood pressure dropped immediately after stent placement. Vasopressor drugs (ephedrine hydrochloride and dopamine hydrochloride) were administered to the pt, and his blood pressure returned to normal on the day of the procedure. According to the physician, this most likely occurred due to carotid sinus reflex by stent placement. There was no neurological symptom on the pt.

Manufacturer narrative:
The angioguard device involved is not distributed in the united states, however, it is similar to the angioguard device distributed in the united states. This is one of two products used in this pt and reported under mfg report # 9616099-2009-00126. Info received from an affiliate indicated that a pt experienced a hypotensive episode during a carotid stent placement. The pt's history is significant for cardiac infarct and chronic renal failure. The target vessel was a left internal carotid artery with 80% stenosis. A 5mm angioguard was deployed beyond the lesion and the lesion was pre-dilated with a 3.5mm balloon at 7 atms. A 8.0mm x 40mm precise stent implanted without difficulty and post-dilated with an amiia balloon at 10atms. Immediately after the stent was implanted, the pt's blood pressure dropped and vasopressor drugs were administered until the pressure returned to normal on the day of the procedure. According to the physician, this most likely occurred due to carotid sinus reflex by stent placement. There was no neurological symptom on the pt. The product was not available for evaluation. Without the return of the actual angioguard device in question for evaluation, facility is unable to determine the exact cause for this incident. Facility did review the device history records relative to the mfg, inspecting and packaging of this lot and history records indicate this product was final inspection tested at facility and was determined to be acceptable. Hypotension is a known potential adverse event associated with implanting carotid artery stents. This symptom can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. This reaction is an anticipated short-term adverse event associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. Review of the available info suggests that the reported event is related to inherent risk of the procedure.